Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
A remote monitoring alert was sent concerning rv atm or capture control disabled since (B)(6) 2016 1:54:00 am. It is not clear from the lead graphs why it is disabled. It was recommended for the patient to come in for a follow-up. The patient states that there are mobility issues and requested to come in at the regularly scheduled visit in december. The physician agreed to this as long as patient has not had any cardiac symptoms or change in status. Patient denies palpitations, cp, sob, dizziness, syncope or near syncope or inappropriate stimulation. Patient is aware to notify physician if status changes.